Manufacturer narrative:
User error. User states that either the source position simulator values were recorded incorrectly or not enough force was used when pushing the source position simulator out. User replaced the source position simulator with a new one. MFR refered user to cib 555.00204 for proper usage of the source position check ruler.

Event description:
A parameter (distal end of the catheter) was entered incorrectly in the hdr control panel, resulting in a dose to the skin of the pt of around 160 cgray. The intended dose was 160-170 cgy to a different treatment site. The intended target was an almost spherical volume located in the right breast. The skin that was exposed is located in the right breast, at the entrance of the device a multi-lumen mammosite catheter. The closest organ at risk is the right lung. According to the hospital, the pt is fine and was informed of this. The event was being reported under 10 cfr 35 by the hospital. Hospital states that either the source position simulator values were recorded incorrectly or not enough force was used when pushing the source position simulator out.